Event description:
It was reported that a patient had stimulation off and was unable to recharge or connect the implantable neurostimulator recharger (insr)/patient programmer to the implantable neurostimulator (ins). It was reported that the issues occurred following a fall. It was stated that the patient fell on cement basement floor/steps and the patient hit their tailbone and hip on the edge of the steps. It was reported that this fall happened about 10 months ago. It was stated that stimulation was off following the fall and due to the pain level of the ins site after the fall, the patient waited 1 week before attempting to recharge. It was stated that the patient has tried 15-20 times to recharge and was unable to connect the insr to the ins. It was noted that the healthcare professional (hcp) performed x-rays the day of the fall and checked the cage/rods but ¿may not have really looked at the ins/leads.¿ it was noted that the patient couldn¿t get up for ¿several hours¿ after the fall to call. It was reported that an ins overdischarge was suspected and there was a communication problem. It was stated that the last time any stimulation was felt and the last successful recharging session was 6 to 12 months ago (approximately 10 months ago, at the time of the fall). It was noted that the usual recharge interval was 1 week to 10 days. It was reported that the ins has been 'moving around' since the patient fell 10 months ago. It was stated that stimulation ¿did help with pain but not that much¿ and that stimulation did help with sensation in the big toe so the patient ¿doesn¿t fall as much.¿ it was stated that she fell a lot ¿but not as bad as the fall 10 months ago.¿ it was stated that the patient wanted stimulation on and to try to get off pain medications/oxycontin. It was noted that the patient had a wheelchair now because she fell so much. It was stated that she usually kept stimulation ¿cranked up to stay off oxycontin, the buzz distracted her brain.¿ it was stated that since the fall, the patient could feel a dent in the ins and had pain around the ins site. It was noted that the patient was redirected to the hcp.

Event description:
Additional information received reported that the patient was scheduled to have the implantable neurostimulator (ins) replaced tomorrow. It was noted that the patient was snowed in and could not make the appointment. The patient had fallen and broke her device over a year ago and the ins was supposed to be replaced tomorrow. She wanted a manufacturing representative (rep) and healthcare provider (hcp) to know that she would not be able to make the appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient is scheduled for replacement on (B)(6) 2015. It was unknown if the patient was receiving effective therapy. The device was disposed of by the surgical staff.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# j0555162v, implanted: (B)(6) 2006, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).